Manufacturer narrative:
The defective product was not returned to radiometer. Radiometer investigation was not able to identified the root cause of the issue. Hence the root cause is unknown.

Event description:
According to the complaint, a nurse encountered difficulty in lowering the needle shield device onto the needle of the safepico (lot number: ny 54). She cut her skin (superficial wound) while trying to set up the needle shield device. She did not prick herself with the needle and there was no exposure to blood.

Manufacturer narrative:
Date of event in b3 is estimated. Customer have discared the used safepico.